Event description:
It was reported that the customer was taken to the urgent care due to blood glucose (bg) level of 405 mg/dl range. Customer¿s bg was treated with manual insulin injection. Reportedly, customer left the urgent care one and a half hours later with the issue resolved and no permanent damage. Reportedly, out of range issues occurred between the transmitter and pump, with no continuous glucose monitor sensor readings which resulted in pump software did not accurately adjust the amount of insulin delivered. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.